Event description:
During surgery the shaft of the reamer broke at the point where the flexible shaft is attached to the chucking shank. When the surgeon tried to remove the shaft and reamer, the two separated. An incision in the femur was required to remove the reamer. This delayed surgery for about 1.5 hours.